Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The actual device is not visible in the provided picture, therefore, a device analysis could not be completed. Furthermore, the reported condition could not be confirmed nor refuted. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between november 19-20, 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation and no photograph of the set allegation was available; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike leaked due to a cut/slice in the soft tubing. This was observed a few minutes after starting a saline infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.